Event description:
Additional information was received that the patient was to transition to rehab.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was started on acetylsalicylic acid (asa) and warfarin on (B)(6) 2023. While on this therapy the patient suffered a right basal ganglia stroke in hospital. Neurology was called for phone advice on (B)(6) 2023 and they recommended a computed tomography angiography (cta) and repeat computed tomography (CT) head to ensure there was no hemorrhagic transformation. Asa and warfarin was continued. The CT head revealed a small focus of hemorrhagic transformation. The patient's neurological deficits were stable. The patient was improving. They were ambulating with high walker. Their main issue was word finding.